Manufacturer narrative:
Product analysis : analysis confirmed the deformation of the screw thread of the handle screw. Cracks in the bearings and missing stopper screws were also confirmed.

Event description:
Information was received from service and repair via manufacturer representative regarding a flex arm device used for spinal therapy. It was reported that the arm couldn't be fixed. No further complications were reported regarding the event. Update : procedure involved : med there is no special report regarding patient symptoms and complications.